Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision after the lead was repositioned multiple attempts were made to obtain a secure connection of the lead into the connector block. The set screw was replaced with the aid of a service kit but a secure connection was unsuccessful. The implantable pulse generator (ipg) was explanted and replaced and connected with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.